Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that high pacing threshold was observed during follow-up. Lead dislodgement was suspected. The lead was removed when a reposition was unsuccessful.